Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause of the damaged trigger was determined to be due to improper handling, which is user error/misuse/abuse. The root cause of the coupling tool side being out of specification was determined to be due to construction/design false, defective. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification. It was noted that the saw-blade holder was broken and the trigger mechanism was defective. It was further determined that the device failed pretest for general condition, check saw blade coupling, trigger test, and functional test. It was noted in the service order that the sawholder¿s plate was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.